Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the audio bolus button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 01-dec-2017. Device evaluation: the device has been returned and evaluated by product analysis on 06-nov-2017 with the following findings: during investigation, the audio bolus button (abb) was found to be responding appropriately. The abb cover was opened and no evidence of contamination was found under the button contact. The pump cover was opened and no damage or moisture was observed. The original complaint of an abb response issue could not be duplicated.